Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise oversensing and out-of-range pace impedance measurements which resulted in a lead safety switch (lss) from bipolar to unipolar configuration. The clinic decided to change the configuration back to bipolar and continue to monitor this patient closely. This rv lead remains in service. No adverse patient effects were reported and the patient was not pacemaker-dependent.